Manufacturer narrative:
Additional manufacturer narrative: root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware procedure an "e03 - console error" message was generated by the aquabeam robotic system. As a result, the aquabeam handpiece was replaced with a new unit and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was not returned for investigation of the reported event. Three good faith efforts were conducted in attempts to retrieve the device for investigation without success. A review of the aquabeam robotic system's treatment log files confirmed the reported error message. The treatment log confirmed a delay of 3 minutes and 27 seconds. The reported 20-minute delay was unable to be confirmed. A review of the device history record (DHR) ab2000-b / serial number 19c00119 and aquabeam handpiece / lot number 22c01212 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, states the following: e03 - console error release foot pedal and click x. If error persists, turn off and turn on console. The root cause of the reported event could not be determined as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.